Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys anti-ccp immunoassay results for one patient sample from a cobas e602 analyzer (unknown serial number) and another unknown roche analyzer. The initial result was 197 u/ml (positive). The sample was tested on another roche system and the result was positive. No specific data was provided. The result on an abbott architect on (B)(6) 2016 was 6.0 u/ml (negative). The result with elisa (euroimmun) on 07/08/2016 had been <5 u/ml (negative). The result with thermofisher (elia) was negative. No specific data or date of testing was provided. Information concerning if the erroneous result was reported the patient and/or medical personnel treating the patient was requested, but it was unknown. The patient was not adversely affected. As no sample material was available for further investigation, a specific root cause could not be determined.